Event description:
Physician reports: physician saw a pt on consultation who was status post appendectomy. When removing the dressing, the area under the tape was reddened and some skin was removed. The doctor is now facing civil actions and malpractice litigation. The physician does not even know if the tape is one that is make by the co. The purpose of the call from the physician was for info on tape.